Event description:
It was reported that a patient received 16 inappropriate shocks due to right ventricular (rv) "lead fracture noise" and high impedance. The lead was explanted and will be returned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.